Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the graphic user interface (gui) printed circuit board assembly (pcba) and upgraded software revision. The unit passed extended self-testing.

Event description:
Covidien received info of ventilator with lines in the upper display. The malfunction did not occur during pt use.